Manufacturer narrative:
No further information will be forthcoming.

Manufacturer narrative:
During coil embolization, 4 deltaxsft10 coils failed to detach (dlx100306 x1- c36640 and dlx100406 x3/ c36641). The devices will be returned for analyses and additional information will be forthcoming. The coils were delivered through a excelsior sl-10, 90 degree, microcatheter in normal fashion. Once the coils were in the fistula, visualization was made confirming the proper ¿t¿ alignment, and the micrus detachment cable was connected to the hub of the coil and a failed detachment then occurred. Immediately, the physician tried to cycle the detachment 5-6 times again with no success. We then disconnected the detachment cable from the hub connection and the coil and then re-attached. Disconnection from the micrus detachment box was also done and then re-connected. Visualization of the green indicator light on the detachment box was observed during this process. Following, more advancement of the coil wire past the ¿t¿ was then achieved to try and detach the coils to no prevail. The coil was then retracted from the patient and microcatheter and placed off of the sterile field. Using the same process, we then tried (3) more coils that resulted in the same detachment failure. A dcb (ecb0001820000/lot unk) was used with the device, but he lot number for the dcb and cable were not available. The cables and dcbs were used with other devices, and (3) deltamaxx coils were implanted and detached successfully before these coils were used, additionally pre-deployment testing was conducted with each device confirmed the circuit by checking the box for the green light. All dcbs and cables all new, and the test passed with all the devices. The target site was a carotid cavernous fistula no other characteristics were preset with the target site, and no further information was provided. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Three of the complaint deltaxsft coils (dlx100406) used in the procedure have the same lot number, therefore for inspection and identification purposes the coils will be identified as coils ¿a¿, ¿b¿, and ¿c¿. This coil will be identified as coil ¿c¿. The unit was returned unsheathed with the coil exposed inside the pouch. No heating and melting of the outer sheath over the resistive heating coil was found. The detachment fiber is intact and undamaged and did not receive heat and melt. The proximal section of the coil has unreported damage of being stretched. The circumstances of how and when this unreported damage occurred cannot be determined. The distal section of the coil past the stretched section is undamaged. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 54.6 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated. The coil was detached in the laboratory under conditions that simulate the instructions for use. At post-detachment the enpower systems ready green light still remained illuminated. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Laboratory testing could not duplicate the field complaint as the returned dpu passed electrical testing with the coil being detached, therefore the root cause of the coils non-detachment inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. Additionally, this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is one of multiple products associated to report numbers: 2954740-2015-00190, 2954740-2015-00191, 2954740-2015-00192, and 2954740-2015-00193.

Manufacturer narrative:
(B)(4). The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization, 4 deltaxsft10 coils failed to detach (dlx100306 x1 and dlx100406 x3/ c36640/c36641). The devices will be returned for analyses and additional information will be forthcoming. The coils were delivered through a excelsior sl-10, 90 degree, microcatheter in normal fashion. Once the coils were in the fistula, visualization was made confirming the proper "t" alignment, and the micrus detachment cable was connected to the hub of the coil and a failed detachment then occurred. Immediately, the physician tried to cycle the detachment 5-6 times again with no success. We then disconnected the detachment cable from the hub connection and the coil and then re-attached. Disconnection from the micrus detachment box was also done and then re-connected. Visualization of the green indicator light on the detachment box was observed during this process. Following, more advancement of the coil wire past the "t" was then achieved to try and detach the coils to no prevail. The coil was then retracted from the patient and microcatheter and placed off of the sterile field. Using the same process, we then tried (3) more coils that resulted in the same detachment failure. A dcb (ecb0001820000/lot unk) was used with the device, but he lot number for the dcb and cable were not available. The cables and dcbs were used with other devices, and (3) deltamaxx coils were implanted and detached successfully before these coils were used, additionally pre-deployment testing was conducted with each device confirmed the circuit by checking the box for the green light. All dcbs and cables all new, and the test passed with all the devices. The target site was a carotid cavernous fistula no other characteristics were preset with the target site, and no further information was provided.